Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia at the time of the incident, with a blood glucose measurement of 393 mg/dl, due to an under delivery of insulin caused by air bubbles in the reservoir tube. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. No further customer complications were reported. The customer will continue the use of the device and will not be returned for analysis.frn- mmt-332a-rsvr and mmt-397a-unomed inf set.